Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. This was confirmed with the ¿connection problem with the generator" message. Troubleshooting was attempted with no success. In turn, surgical intervention may take place to address the issue.